Event description:
Boston scientific crm received info that this right ventricular dextrus lead had dislodged and a revision procedure was performed to reposition the lead. Following the revision procedure, every time there is a vp, there is a vs that follows 20-40 ms afterwards. R-wave measurements are 12mv and the sensitivity is set to 2.5mv and capture was confirmed. A boston scientific crm technical services consultant discussed the reported clinical observations with the caller. The consultant stated it could be loss of capture or fusion. The caller was going to try and program a longer av delay to address the issue. No other adverse events have been reported. This issue will be re-evaluated if additional info is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompany this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.